Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.